Event description:
Device in use in patient when there was a warning to release pressure. Device was removed from the patient. Staff attempted to test the device, but during testing the device tip broke off. All components of the device were recovered. A new device of the same type was substituted in for the device that broke. The procedure concluded with no harm to the patient.